Manufacturer narrative:
An event regarding revision of an unknown trident 56mm hemispherical cluster hole shell following crack/fracture of a ceramic liner was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. The event description indicated the unknown trident 56mm hemispherical cluster hole shell was revised following crack/fracture of a ceramic liner and damage to the ceramic head. Images were provided of the liner and head components confirming the event and a full investigation is completed on ceramic liner and head within the same pi. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported by rep: "patient has broken ceramic insert in left hip. Cup, liner, and head revised". X- rays and explant pictures provided. Update 22/july/2019 wg: rep called in response to first request for additional information. The head was articulating on the rim of the liner, causing a black mark on the head. A 56mm trident hemispherical cluster hole shell, alumina insert, and alumina head were revised to 58mm tritanium revision shell, mdm/ adm liner construct, and biolox ceramic head. Primary implantation took place at an unknown facility in 2004. No further information is available.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported by rep: "patient has broken ceramic insert in left hip. Cup, liner, and head revised". X-rays and explant pictures provided. Update 22/july/2019 wg: rep called in response to first request for additional information. The head was articulating on the rim of the liner, causing a black mark on the head. A 56mm trident hemispherical cluster hole shell, alumina insert, and alumina head were revised to 58mm tritanium revision shell, mdm/ adm liner construct, and biolox ceramic head. Primary implantation took place at an unknown facility in 2004. No further information is available.